Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70mg/dl- 110 mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer reported that have not had any recent changes in diet, medication, or exercise. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is 01/15/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70 to 110 mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer reported that have not had any recent changes in diet, medication, or exercise. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is 01/15/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.